Event description:
It was reported that the patient had several electrodes that showed as <(><<)>50 ohms and the patient had felt shocking at the pocket site since about 2 months ago. The issue was unresolved at this time. A doctor was told about the shocking in the pocket and shown electrodes number 11 and 12 were <(><<)>50. The doctor was going to talk with the patient about a plan of action. The manufacturing representative (rep) programmed around those two electrodes, but the running program that was on when the patient arrived did not involve the problematic electrodes and the shocking was still happening. The rep was not sure if it did anything to stop the shocking. Plans were to be determined in the future. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the shocking was not happening now.

Event description:
Additional information received reported that the patient's stimulator and paddle lead were replaced on (B)(6), due to electrode problems. The manufacturing representative (rep) had not seen the patient for a follow-up appointment yet. It was noted that the battery would not be returned to the manufacturer due to the facility requirements. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.